Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4)

Event description:
An optometrist reported that a surgeon had an intraocular lens (iol) that was scratched by a cartridge during injection. In a follow up a facility representative clarified that the lens was removed from the eye immediately and another lens was implanted instead with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The used cartridge was returned. Viscoelastic is observed in the device. The tip has heavy stress and is split on the bottom. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. The inner lumen was evaluated with no abnormalities observed. Top coat dye stain testing was conducted with acceptable results. Coating disruption was observed at the areas of the cartridge damage. The qualified 20.0 diopter lens was returned wrapped in gauze. Viscoelastic is observed on the lens. The lens has been cut in half. The lens was cleaned with lphse. A scratch is observed on the anterior optic surface. The scratch is near one optic haptic junction. Iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The root cause for the observed scratch cannot be determined. The scratch is on the anterior optic surface. The anterior optic surface does not contact the cartridge if the lens is loaded per the dfu. The cartridge tip was split on the bottom. This type of damage typically occurs if the lens or plunger is not positioned correctly for advancement and/or with an inadequate amount of viscoelastic in the cartridge. The surgeon wondered if he could be responsible for scratching the lenses with a cannula during lens positioning. The surgeon does make a straight jabbing motion during this part. The manufacturer internal reference number is: (B)(4).

Event description:
The account representative indicated that the day of the event, the surgeon was inclined to think that maybe he was responsible for scratching the lens due to using a cannula to position the lens with a "jabbing" action during lens implantation.

Manufacturer narrative:
A handpiece injector was returned as an associated device. A review of the device history record traceable to the reported lot number indicates that the handpiece was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no complaints associated with the lot for the reported issue. The injector was manufactured in september 2009. A visual inspection of the handpiece injector was performed and deemed nonconforming. The plunger has a slight upward position. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is high. The evaluation does confirm the injector plunger is bent upward making the plunger position high. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for approximately nine years, so the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).